Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. The blood glucose reading at the time of the event was over 300 mg/dl at the time of the event. The patient treated with a manual injection. No further information was provided.